Manufacturer narrative:
Our records indicate that this device remains implanted. If additional information is received, this report will be updated.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) displayed high pacing impedance measurements on the competitor's right ventricular (rv) lead. At this time, we are unable to rule out our device's involvement in these out of range impedance measurements. Additional information indicated that there were no stored episodes of noise. Isometrics were performed and did not produce any noise. It was noted that the patient picked up his (B)(6) dog the day of the high impedance measurements.